Event description:
It was reported that the right ventricular (rv) lead triggered a warning and polarity switch due to increased impedance. There were also several ventricular high rate episodes with oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).